Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and "axillary nodal silicosis."

Event description:
Patient reported left side rupture, "axillary nodal silicosis", silicone has leaked and present in lymph nodes, "so much anxiety", "contour irregularity and internal echogenic complexity suggestive of rupture", "thick double capsule formation", "I am very sick, experiencing discomfort and severe anxiety regarding the ruptured implant", "it is very traumatic", "macrophage reaction within the fibrous pseudocapsule and abundant foreign material is seen, the appearances are in keeping with leakage/rupture of the capsule¿, and "sections show a pseudo capsule though the pseudo capsule is expanded by a marked infiltrate of foamy macrophages. There is associated clear refractile foreign material. In one section, there is extensive necrosis associated with the macrophage infiltrate, though no acute inflammatory changes are seen. No lymphoid aggregates are present and there is no lymphoid atypia¿. The device was explanted.